Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion had scratches. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure when clamping down on tissue one of the jaw blades broke off of the device. There were no pieces that fell into the patient. They used a second like device to complete the case. No patient consequence was reported.